Event description:
It was reported that the patient had recently passed away recently, but that no details were available. The online obituary indicated that the patient was diagnosed with advanced breast cancer four months prior and that her passing was a result of the complications of her treatment. The patient had recently undergone generator replacement in (B)(6) 2012. It is unknown at this time if the device was explanted after the patient's death.

Event description:
The physician's assistant reported that the patient's death was not related to vns therapy. It was reported that the patient had grade 3 right sided breast cancer and that the believed cause of death was complication related to the patient's breast cancer. An autopsy was not performed. It was noted that the patient was compliant with her antiepileptic medications.